Event description:
A poison control center reported a (B)(6) child accidentally drank 60 ml of biotrue multi-purpose solution. The child did not exhibit any symptoms but was hospitalized to monitor his clinical status due to possible toxicity of boron. The child was given a forced hydration. The hospital indicated the dosage of boron serum was below the toxicity limit. The child was discharged from the hospital two days later.